Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one used primary set, model 2426-0500, and two cap were received by the customer for investigation. Upon visual inspection, it could be observed that the set was disconnected from the bottom luer and drip chamber. The separated components were not returned with the set. About one inch of residue was present on the lower tubing. No other defects were observed. The customer's complaint that the tubing separated on the patient was verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Visual inspection under magnification was performed on both the tubing segments that had separated from the luer and drip chamber. It could be identified that the solvent had not been properly applied during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one used primary set, model 2426-0500, and two cap were received by the customer for investigation. Upon visual inspection, it could be observed that the set was disconnected from the bottom luer and drip chamber. The separated components were not returned with the set. About one inch of resedue was present on the lower tubing. No other defects were observed. The customer's complaint that the tubing separated on the patient was verified. Visual inspection under magnification was performed on both the tubing segments that had separated from the luer and drip chamber. It could be identified that the solvent had not been properly applied during the assembly process. Dimensional measurement confirmed the tubing to be within specification.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2426-0500. Batch no: unknown. Tubing separated while on a patient.